Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The caller stated that she does not feel comfortable with the insulin pump and does not want to troubleshoot the insulin pump. An hour later, the customer called and stated that her glucose reading at time of her admission was 645mg/dl. Troubleshooting was performed. The customer stated that her glucose was high, and she was bolusing, but her blood sugar did not drop. The customer stated that he disconnected from the insulin pump and treated with an insulin drip. Reviewed the alarm history and found multiple no delivery alarms. The customer stated that the infusion set was not changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.